Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The hospital's biomedical engineer had begun the repairs but could not finish them. They had started by disassembling and throwing away the contaminated components. The stm rebuild the iabp and completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as a result of a retrospective review conducted in CAPA 584165

Event description:
It was reported during use on a patient the cs300 iabp had a blood back issue. There was no harm or injury to patient and no adverse event was reported.